Event description:
Allegedly, fired and cut the bronchial tube but stapling was not performed. About 500 cc of bleeding occurred. Treated there with hand sewing. The pt's condition is stable now. Sex: unk. Procedure: lobectomy.